Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a female patient (patient age and weight are unknown). During the procedure, access to the bile duct was lost and the patient had to be re-cannulated with the guidewire. During the attempt to re-cannulate it was noticed the stent was stuck at the elevator of the scope. The stent was retrieved but the suture detached from the device. The procedure was completed with a different device with no reported patient complications. The patient was reported to be in good condition after the procedure. An attempt has been made to obtain additional information.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a female patient. During the procedure, access to the bile duct was lost and the patient had to be re-cannulated with the guidewire. During the attempt to re-cannulate, it was noticed the stent was stuck at the elevator of the scope. The stent was retrieved but the suture detached from the device. The procedure was completed with a different device with no reported patient complications. The patient was reported to be in good condition after the procedure. An attempt has been made to obtain additional information.

Manufacturer narrative:
Visual inspection revealed the push catheter was observed bent. The guide catheter was found fully retracted inside the push catheter. The suture was not returned. The working length of the stent was observed slightly bent, and the stent was not loaded on the push catheter upon receipt. The guide catheter was removed from the push catheter for evaluation and was found bent. The suture likely broke away completely from the delivery system due to the excessive force applied by the physician during the procedure. It appears the stent most likely got damaged at the same time as the guide/push catheter got damaged during the procedure. Based on the analysis of this device and review of similar complaints with similar issues, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
(Stuck in scope). The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.